Event description:
A (B)(6) distributor contacted zoll customer support to report that a monitor failed a pulse test and was overheating. The monitor was not in use by a patient.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure, overheating) was confirmed. Upon investigation several traces and wires were thermally damaged in the monitor. The damage was caused by a failure of resistor r46. The root cause for the defective r46 resistor could not be positively identified. No adverse event resulted from the defective r46 resistor. The monitor was not in use by a patient.